Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated the cannula of the needle was loose and was not fully captured in the safety device and was exposed. No needlestick took place. There was no patient or clinician injury. The sample was discarded and will not be made available for investigation.